Manufacturer narrative:
Concomitant products: w4tr04 device, implanted: (B)(6) 2017; 5076-58 lead, implanted: (B)(6) 2015. Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The low voltage 4 conductor developed a fracture at the first rib/clavicle location while in vivo. The low voltage 3 conductor developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo.

Event description:
It was reported that approximately one week post-implant, the left ventricular (lv) lead exhibited an unstable and increasing pacing threshold value, along with phrenic nerve stimulation. A revision procedure was planned and a x-ray prior to the procedure noted a lv lead fracture. The lv lead was extracted in two pieces and replaced. No further patient complications have been reported as a result of this event.